Event description:
A temperature error occurred after the ablation catheter was placed into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, smarttouch thermocool stsf ablation catheter (per site reporter) clinical site notified mfg rep directly.